Event description:
An incident occurred involved, ventilator going failed to cycle. The pt was removed from the ventilator and connected to another ventilator. No deaths or injuries occurred and no pt details are available.